Manufacturer narrative:
(B)(4). Title: simultaneous double valve-in-valve tavi procedure for failed bioprostheses citation: ann thorac surg 2015;99:722¿4 authors: markus schlomicher, md, peter lukas haldenwang, md, vadim moustafine, md, matthias bechtel, md, phd, and justus thomas strauch, md, phd month and year of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a case study was performed after non-medtronic transcatheter valves were implanted, valve-in-valve, into a medtronic surgical aortic bioprosthetic valve (25mm, serial numbers not provided) and a medtronic surgical bioprosthetic mitral valve (27-mm, serial numbers not provided). The patient was a (B)(6) female with a past medical history of chronic atrial fibrillation, moderate left ventricular dysfunction and type two diabetes. The bioprosthetic valves had been implanted for four years, and both demonstrated structural deterioration. The aortic valve was reported to have moderate aortic insufficiency. The mitral valve was reported to be stenotic with increased mitral gradients. The reason for the early deterioration was not clear to the author. The non-medtronic transcatheter valves were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.